Event description:
Customer reports to have physical damage of insulin pump. Customer is hospitalized with blood glucose of 500 mg/dl. Customer states that nurse noticed display screen is cracked and pump is broken at reservoir compartment. Customer was not using insulin pump for over one week. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube window, a cracked case at the reservoir tube window corners, a cracked case at the display window corners and minor scratches on the display window.